Manufacturer narrative:
(B)(4). Date sent: 9/18/2025 the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/02/2025. B3: only event year known: 2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please provide more details for the "stapler positioned and cut the stacker row, but it didn't look very good". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a9771y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown thoracic procedure, it was observed that the stapler had a sudden loud crash while on the second magazine. It was reported that the stapler was positioned and cut the stacker row, but it didn't look very good. The stapler wouldn't close afterward and was deformed. There was a delay of four minutes to complete the procedure. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/16/2025 corrected data: d1, d4 (catalog, lot, UDI), h6 (medical device problem code) additional information was requested, and the following was obtained: the stapler was stapling, it was very loud, and the stapler line was closed but completely displaced in the tissue and a bit bloody.

Manufacturer narrative:
(B)(4). Date sent: 09/23/2025 d4: batch #314d60 updated data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with an unknown trocar inserted in the shaft, with the anvil knife slot damaged, and with a gst45d reload loaded on the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. No functional test was performed due to the condition of the device. After further evaluation, the analysis showed a knife wing was broken off. The wing of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 314d60, and no non-conformances were identified.